Event description:
It was reported a scratch set of parameters was programmed pre-surgery. Post surgery all the parameters were retrieved except the clinician selected diagnostic. This diagnostic was not a selectable for the clinician. The programming was changed and the desired diagnostic became available. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.